Event description:
It was reported by service report that the fowler frame was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler frame. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.